Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements, low amplitude and oversensing. Due to this a lead safety switch was triggered. Furthermore, the patient has been experiencing discomfort. Reprograming of the device, monitoring the patient and a future lead replacements were discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements, low amplitude and oversensing. Due to this a lead safety switch was triggered. Furthermore, the patient has been experiencing discomfort. Reprograming of the device, monitoring the patient and a future lead replacements were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received that this device system exhibited noise on both the right atrial (ra) lead and right ventricular (rv) lead. Technical services (ts) discussed the noise appeared to be myopotentials and was not oversensed by the device. During a scheduled generator changeout procedure, this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.